Event description:
After the indwelling catheter and tubing was inspected by the hemodialysis (hd) nurses and materials staff, it was determined that the "pin-hole" in the catheter was the result of damage to the catheter, most likely at the time that it was surgically placed in interventional imaging. Air entered the system through a pin hole in the actual indwelling catheter. The hd machine detected the air in the system and alarmed appropriately.what was the original intended procedure?this was single patient use tubing that was to be used for this hemodialysis treatment and then discarded.the hd staff reviewed and determined that no clamps or needles had been used during the hemodialysis procedure that would have impacted the catheter.device #1is this a laboratory device or laboratory test?no.